Event description:
Customer states tubes are overfilling and numerous patients have had to be called back. Customer was offered the high altitude tube (by fisher) as an incorrect replacement because of backorder issue on the device they should be using. Customer is not at/above 5000ft elevation.

Manufacturer narrative:
Complaint (B)(4). We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Material 454323 is a high altitude tube. High altitude 3.2% sodium citrate tubes with increased vacuum are available for sites located 5,000 feet or more above sea level. This customer is located in saint francisville, la which has an altitude of approximately 148 feet. Therefore, these tubes are not appropriate. Customer's distributor, fisher, provided incorrect product. The alleged malfunction is not justified.